Event description:
It was reported that pump malfunction occurred while customer was updating pump, and malfunction code continued to recur even after reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.